Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a thoracic endovascular aneurysm repair (tevar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with a prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 24fr and the tevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the sheath was upsized to a 24f. It should be noted that the prostyle instructions for use (IFU), indications section states: for access sites in the common femoral artery using 5f to 21f sheaths. In this case, the use of use of a 24f sheath would not contribute a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.